Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that his battery wasn¿t working as designed. The patient reported that as the ins battery charge level depleted, the therapy was depleting. The patient reported that he could feel the difference inside from when he was at 100% charge level to when he was at 50% charge level. The patient reported that he started taking medication when it reached 50%. The patient reported that the therapy itself wasn¿t working as they thought it was going to. The patient reported that as the battery depleted, his therapy wasn¿t strong enough. Additional information was received from the patient on (B)(6) 2017. The patient reported that sometime in the summer of 2017 he noticed that when he strapped the charging belt on, the ins had turned off automatically and the relief received from the ins was noticeably diminished when the battery level was 50% or lower. The patient reported that when he noticed he felt more pain than normal, he connected the antenna and/or charging belt to check the device. The patient reported that each time he had felt increased pain and diminished relief from the therapy, the battery had consistently been below 50% or automatically turned itself off. The patient reported that on (B)(6) 2017 he had a pre-operative appointment with his healthcare provider (hcp) for the replacement of the ins battery. The patient reported that he declined to pursue surgery until he could obtain a second opinion due to information provided by his hcp¿s office manager. The patient reported that the device wasn¿t performing as prescribed through no fault of his own. The patient reported that on (B)(6) 2017 he met with another hcp to obtain a second opinion on the difficulties he experienced. The patient reported that he had not been provided with the documents of that visit yet; however, the medical assistant explained that the complaints seemed to indicate a faulty battery that would need to be replaced. Additional information was received from the patient on 2017-12-01. The patient reported that as his battery depleted so would the stimulation strength. The patient reported that as the ins battery went down so did the therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the manufacturer's representative altered settings two times in the patient's healthcare office. Patient reported a change of a to b or to c, but still hd. Patient reported that the only situation where they used the remote control as at the request of rep and their healthcare provider who asked them to try to turn it off completely at night in attempts to preserve battery life. Patient reported doing this in august for one night and realized that their pain was too severe to turn it on and off every day. The pain kept them awake. The implant turned off either during charging or on its own while not being charged. Patient reported that the circumstances that led to implant turning off was not something they could be certain of. Patient reported that when they noticed the pain was constant they would recharge. Patient reported they are waiting for their healthcare provider to address their concerns and are considering alternative procedures and removal of implant. Patient reported the issues have not resolved.